Event description:
Heart and chest problem; started with nausea, cough and fatigue accompanied by heart palpitations and chest pain, now experiencing heart palpitations and minor pain in chest area, fatigue present too. Diagnosed with heart pvcs while hospitalized in (B)(6) 2020. FDA safety report ID # (B)(4).